Event description:
It was reported by the customer that pyxis medstation es system was not turning on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer replaced the drawer board, resealed all cables, and removed the medications from the drawer. The system functioned as intended after the field service engineer troubleshooted the device.